Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during basal and the customer's blood glucose went high to 400 mg/dl overnight. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.